Manufacturer narrative:
A review of tickets was performed for reagent lot number 04522ui00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing protocol was executed using retained samples of likely cause lot, all validity and acceptance criteria were met. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect total b-hcg for lot 04522ui00 was identified.

Manufacturer narrative:
Patient information: patient identifier: (B)(6). No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative arhcitect total b-hcg result for 1 sample. The following data was provided: (B)(6) 2019 sid (B)(6) initial result = less than 1.20 miu/ml (negative), repeated on (B)(6) 2019 = 5983.36 miu/ml (positive). No impact to patient management was reported.